Event description:
It was reported that during a ladg, the tissue pad was detached. The tissue pad did not fall into the patient. Although another device was replaced, an error sound was heard from the device after activated a few times. The device became not to be activated, although the device was re-assembled several times. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). This is a re-submittal at the request of the FDA, as the prior supplemental was stuck in ack 2 of 3 status. Device a was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for that an error sound was heard from the device, after activated a few times. There was no issue with the tissue pad noted. The device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. A probable cause of an error code 5 or solid code is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Device b was returned with the tissue pad melted and with a small portion missing and not returned. The device was connected to a test handpiece and generator and it did activate during functional testing. No solid tone was seen during testing. It is possible that a solid tone was given during usage which was due to the blade making contact with the clamp arm. This was not confirmed during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. (B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a ladg, the tissue pad was detached. The tissue pad did not fall into the patient. Although another device was replaced, an error sound was heard from the device after activated a few times. The device became not to be activated, although the device was re-assembled several times. Another competitive device was used to complete the case. There were no adverse consequences to the patient.